Event description:
It was reported that during a prostate procedure the fiber cap detached and has been kept. The procedure was completed with a second fiber. "No damages to the patient' reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the distal end of the glass cap/fiber was detached and not returned; the metal cap was detached and not returned; the glass cap exhibited mild devitrification at the output window; the outer flow tube exhibited scratch/stretch marks at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.